Event description:
Additional information. The lead revision was performed during which 2 new leads were implanted. The power on reset condition was cleared and post-operative visits confirmed the patient had improved stimulation coverage. The battery recharge was also "fine."

Manufacturer narrative:
.

Event description:
It was reported that the caller experienced telemetry issues and an implantable neurostimulator overdischarge was suspected. It was believed that the patient had been in overdischarge for over six months. The patient performed a physician mode recharge three weeks ago, but had not cleared the power-on-reset message. He had been charging the past three weeks, and had a power-on-reset condition. It was also reported that stimulation was in the wrong location, and the lead was in the wrong location. The patient had a lead revision scheduled for (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3776-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: unknown. Lead: model 3776-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: unknown. Accessory: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4).